Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed because the scope was hot swapped or due to a specific scope. However, the subject device was not returned and the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Customer reports that gif-190 scopes would not provide an image on monitor. However, all other scopes worked fine. The cart is a traveling cart. The gif-190 scopes worked fine on the other carts. They do hot swap scopes. The cabling is secure. No error messages to note. No medical intervention (i.e. Treatment outside the scope of the procedure) required as a result of the reported problem.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer noted that all other scopes worked with the device and that the site had a history of hot swapping their scopes. The site was advised to clean the gold contacts with an alcohol prep pad and to clean the socket of the light source with a can of air and an alcohol prep pad. It was noted that there were no further complaints and the issue was resolved. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii video system center did not display image. The issue was found during inspection for use for a diagnostic esophagogastroduodenoscopy and it was completed with another scope. The procedure was delayed by a few minutes. There were no reports of patient harm associated with this event.